Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the patient experienced an unknown rise in bg not out of the 70 and 250 mg/dl standard bg, without any other symptoms of hyperglycemia. This incident does not meet animas's definition of an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.